Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2004, and obtryx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, and vaginal scarring. It was reported the patient underwent uretex sup (bard) implant on (B)(6) 2007 due and to failed mesh. It was reported the patient underwent mesh on (B)(6) 2004 due to failed mesh pain. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted, concurrently with a cystocele/rectocele repair. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that the patient underwent laparotomy for right ovarian cyst on (B)(6) 2002 due to right ovarian cyst with pelvic pain dense pelvic adhesions, cyst encased in bowel. No additional information was provided.